Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter in the target vessel, the physician experienced resistance, and the ruby coil became stuck; therefore, it was resheathed but not rinsed in saline. While re-advancing the ruby coil through the microcatheter, the physician experienced resistance, and the ruby coil became stuck again; therefore, it was removed and not used for the remainder of the procedure. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.